Event description:
A report was received that the pt's pocket site became infected. The pt's symptoms were pain and clear fluid discharge from the pocket site. The pt was prescribed clindamycin antibiotics. The physician believes the infection is related to the procedure and not the device. The pt is doing well.